Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with cgm readings in the low 200s and confirmatory fingerstick values around 270 mg/dl, while using a cannula infusion set on the abdomen with an fsl3+ sensor; no pump alerts occurred, supplies had been changed overnight, and the user later moved the infusion site to the thigh to continue insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or clinical impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.